Event description:
Dental assistant reported that an implant became mobile in site dr. Elected to remove the implant. Pt is reportedly fine.

Manufacturer narrative:
No observable defect could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject products was completed and found to be acceptable per release criteria.